Event description:
The user facility reported in writing, (B) (6) that the external drainage set was used for lumbar application in a pt with cerebral hemorrhage. In (B) (6) 2008, the pt had a middle cerebral artery (mca) stroke and secondary hemorrhage, treated by hemicraniectomy. On (B) (6) 2008, he was moved to rehabilitation. On (B) (6) 2008, he was moved back to the intensive care unit due to detererioration in conscious level associated with cerebrospinal fluid accumulation and slight hemorrhage in the posterior horn of the ventricle as seen on CT scan. The pt's level of consciousness improved, cerebrospinal fluid drainage was about 150 to 200 ml per day. On (B) (6) after sitting out in a chair the pt was noted by a nurse to be sleepy. A physician who was called noted that "the skull of the pt showed a very severe retraction at the level of the craniotomy defect". His glasgow coma scale score deteriorated to 3. Lumbar ventricular drainage was discontinued. The pt was intubated prior to CT scan and emergency surgery. The reporter stated that "an infusion was connected to the lumbar drainage." The surgeon noted the 3 way stopcock of the lumbar drainage was moist and dripped. On closer inspection, a hairline crack was noted on the stopcock. The drainage set was disconnected and is retained by the hospital.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.